Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. There was a no delivery alarm on the insulin pump. Troubleshooting was performed. The infusion set may have been occluded. The product was not returned for analysis.